Event description:
It was reported that the pt was implanted in (B)(6) 2006. The first hi electrode appeared one year later. Today only 5 electrodes are still ok. The pt is scheduled to be re-implanted on (B)(6), 2010.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.